Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided. D4: model number: 72400098. Lot number: unknown. Model description: control pump fgs. Model number: 72400024. Lot number: unkonwn. Model description: balloon fgs 61-70 cm.

Event description:
It was reported that "the patient was submitted to ams 800 artificial sphincter placement surgery on (B)(6) 2019 at the (B)(6). Surgery occurred uneventfully. Patient evolved well, however, after removal of the tube, there was urinary retention, directed by the boston team to perform a new bladder catheterization and removal at five days, was performed as directed. After 5 days, the bladder was removed again and the patient felt very severe pain in the testicle to which the pump was. He was instructed to pass the probe again and perform cytoscopy that showed extrusion of the urethral cuff into the bulbar urethra. Performed removal of all sphincter system." Additional information received stated the patient's symptoms began "the day after the procedure, after removing the probe, the patient was unable to urinate, and the probe was passed on." The patient was not able to urinate at any time. The baller was drained by using a bladder catheter. A catheter was used during the procedure and after the procedure when the patient was at the hospital. The physician believes that the "cuff was fair, but not too tight." He feels that a device malfunction contributed to the patient's pain. It was also mentioned that the scrotal pain was due to "urine that should have come out of the patient's urethra, left towards the scrotum causing pain." The physician states the patient's pain was caused by "erosion of the urethra." The patient was waiting for his urethra to heal before having a new implant.

Manufacturer narrative:
Additional manufacturer narrative: date of event entered is an estimated date as the exact date of event was not provided. Model number: 72400098, lot number: unknown, model description: control pump fgs. Model number: 72400024, lot number: unknown, model description: balloon fgs 61-70 cm.

Event description:
It was reported that "the patient was submitted to ams 800 artificial sphincter placement surgery on (B)(6) 2019 at the (B)(6) hospital. Surgery occurred uneventfully. Patient evolved well, however, after removal of the tube, there was urinary retention, directed by the boston team to perform a new bladder catheterization and removal at five days, was performed as directed. After 5 days, the bladder was removed again and the patient felt very severe pain in the testicle to which the pump was. He was instructed to pass the probe again and perform cytoscopy that showed extrusion of the urethral cuff into the bulbar urethra. Performed removal of all sphincter system."